Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f¿7f mynxgrip vascular closure device (vcd) ruptured during deployment. Manual pressure was applied and hemostasis was achieved. There was no reported patient injury. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The user was trained in the use of the device. The device was used in an interventional procedure with a retrograde approach. A 6f non-cordis sheath introducer was used. The femoral artery suitability, including insertion angle of the vascular sheath introducer, was verified on angiography or venography. The vessel type was arterial, and the device was used in the femoral vessel. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and little peripheral vascular disease (pvd)/calcium near the puncture site. The balloon lost pressure during patient use at the 2nd stop. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the distal end of the sheath after removal. The device will not be returned for evaluation.